Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring detached from the vasoview hemopro and fell into the patient. The device was immediately pulled out of the patient and an additional incision was done to retrieve the piece of the c-ring. The procedure was completed by opening the leg. The c-ring was not manipulated before the procedure and the dissection tip was used to create the tunnel. When the breakage occurred the jaws were not very close to the c-ring. The vessel was being extracted from the upper leg. The hospital did not report any patient effects.